Event description:
This lv lead was attempted implant on (B)(6) 2018. The reason for the attempted implant was due to placement difficulty as patient anatomy was not able to advance lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).